Event description:
It was reported that the customer had a a21 alarm and a47 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump may give a47 alarm if without battery for an extended period of time. The customer was advised that we will sent out a new insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, self-test and unexpected restart test. No unexpected alarms noted during testing. However, insulin pump had an error alarm in alarm history screen. Insulin pump alarmed error due to corrupted history file. No cosmetic damage noted.